Event description:
Customer reported being hospitalized for ear ache issues and high blood glucose as per md. Prior to hospitalization customer passed out and when woke up couldn't get up. Cutomer was instructed to call md to see doctor to review bolus wizard and basal rates. Explained to customer the 2 high blood glucose rule and instructed to monitor high blood glucose and call back for high pressure test when clamp arrives.